Event description:
The MFR's rep reported difficulty getting telemetry. After some time, the telemetry was completed and there was a pump memory error occurrence with stopped pump. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.